Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the pump was also functionally tested. Testing of the first cylinder revealed buckling folds from the middle to the distal end, with a hole at the corner of a fold in the distal end; leak testing confirmed a leak at the same location. Testing of the second cylinder revealed buckling folds in the middle of the cylinder, with a hole at the corner of a fold in the middle; leak testing confirmed a leak at the same location. Regarding the momentary squeeze (ms) pump, the kink resistant tubing (krt) was worn to the filament. The ms pump passed leakage testing but did not pass activation tests 2 and 3. Finally, regarding the flat reservoir, wear was observed at a fold in the reservoir shell; the component passed leakage testing. A DHR review was unable to be performed as the lot number is unknown. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and device has a fluid leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem due to a fluid loss. The ipp was explanted an replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem due to a fluid loss. The ipp was explanted an replaced. There were no patient complications reported.